Manufacturer narrative:
A search of complaints for architect prolactin assay, lot 12379ui00 identified no similar complaints and no trends for the customer's issue. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the likely cause lot(s) and complaint issue. A review of field data for lot 12379ui00, using the number of standard deviations to the cut-off for the median values, determined the likely cause lots are within their established limits and comparable with other lots in the field and confirms no systemic issue for the lot. All specifications were met indicating the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect prolactin assay for lot 12379ui00 was identified.

Manufacturer narrative:
Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect prolactin result on one patient. The results provided were: on (B)(6) 2020, sid: (B)(6), initial architect prolactin result=91.25 ng/ml /repeated using chemiluminescence method=25.65 ng/ml/repeated on (B)(6) 2020, result=92.49 ng/ml there was no reported impact to patient management.